Manufacturer narrative:
Twelve photos were provided by the customer for investigation. The first photo shows a strip of five blister packs on top of part of a label providing the material number and product number with one of the needle assemblies in the blister pack missing a needle shield. The second photo shows two strips of blister packs on top of a packaging label. Both blister packs have one needle assembly which is missing a needle shield. The third and fourth photos show closer views of the blister packs which provides the lot information. The fifth photo shows a top view of two strips of blister packs viewed near a box label. The sixth, seventh and eighth photos show different views of a blister pack viewed from the bottom web showing black foreign matter (fm) on or in the blister pack. The ninth, tenth and eleventh photos all show a piece of red foreign matter (fm) in one of the blister pack units. The twelfth photo shows the top web of a blister pack. A machine malfunction during the assembly process resulted in a needle getting packaged without a shield. Based on the photos provided the black foreign matter in photos five thru eight cannot be positively identified and therefore a root cause cannot be determined. The red foreign matter in photo nine thru eleven appears to be a piece of a needle shield which has broken off during the manufacturing process and has been sealed in the blister pack. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the sterility of packaging is compromised with a bd blunt fill needle with filter. The following information was provided by the initial reporter, translated from italian to english: a package housed a strip in which a unit contained both the needle with the respective cap and a small red fragment of another cap.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the sterility of packaging is compromised with a bd blunt fill needle with filter. The following information was provided by the initial reporter: a package housed a strip in which a unit contained both the needle with the respective cap and a small red fragment of another cap.